Event description:
Allegedly, the bag broke, did not work properly. Used another. No injury.

Manufacturer narrative:
One broken pusher and no bag was rec'd in quality assurance; therefore, no further investigation on the broken bag complaint could have been done due to lack of sample. During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.